Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's right ventricular (rv) lead was capped and replaced due to increasing pacing impedance for the past year.

Event description:
It was reported that during a device check the right ventricular (rv) lead showed high impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.